Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During laparoscopic gastric bypass, the needle popped off the suture while the endostitch was being loaded. Used another polysorb reload in order to complete the case. No patient was involved.